Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date. Exemption number e2019001. The other events referenced in the article are filed on separate medwatch report numbers. Dan haberman, et al, salvage mitraclip in severe secondary mitral regurgitation complicating acute myocardial infarction: data from a multicentre international study, european journal of heart failure 2019, european society of cardiology, doi:10.1002/ejhf.1565na.

Event description:
This is filed for hematoma. This event was captured based on literature review of the article: "salvage mitraclip in severe secondary mitral regurgitation complicating acute myocardial infarction: data from a multicentre international study", which identified a patient that had a hematoma at the access site, requiring mechanical compression. Details are listed in the article. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record or could not be performed as the part and lot information regarding the complaint devices were not provided. The reported patient effect hematoma as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation determined the reported hematoma appears to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.